Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was positioned but exhibited high pacing threshold measurements. The physician decided to relocate the ra lead and during repositioning, the helix of the ra lead would not extend out properly. After numerous turns, the physician was able to extend the helix and implant the ra lead successfully. The ra lead remains implanted and in service. No adverse patient effects were reported.